Event description:
Reportedly, there was an increase in the threshold leading to a reintervention. The leads measurements were correct but a the connector screw went out when the physician was loosening the setscrew.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the production records have been reviewed and the device was manufactured and delivered according to all applicable procedures. - the device is not available for expertise; therefore, no physical investigation is possible. - based on the available data, no issue is suspected on the device.

Event description:
Reportedly, there was an increase in the threshold leading to a reintervention. The leads measurements were correct but a the connector screw went out when the physician was loosening the setscrew.